Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had gass loss alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse unable to duplicate reported failure. Performed functional check and safety test then returned unit to clinical service.